Event description:
Access and deployment of a 28-16-120bl bifurcated device and a 34-34-80le infrarenal proximal extension were uneventful. The physician planned to extend down with two limb extensions after post balloon dilatation (using a 33mm aortic balloon). Fluoro was not running while ballooning the ipsilateral limb of the bifurcated graft. During inflation, the physician inadvertently ruptured the iliac vessel. An image was taken right after, and it appeared that the aortic balloon was halfway into the distal limb of the stent graft and halfway into the iliac vessel. An occlusion balloon was run up the ipsilateral side in an attempt to control the bleeding while prepping the limb extensions. However, the pt's bp continued to drop. The physician could not locate the bleeding, so the pt was converted to open repair. When the bleeding was located in the iliac vessel, the decision was made to leave the powerlink devices and repair the vessel damage with a dacron graft and a fluency covered stent. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context caused event. Iliac vessel was inadvertently ruptured during the procedure.